Event description:
It was reported that a patient experienced vibration around the pocket and presented to the ER. Upon interrogation, the right atrial and right ventricular leads exhibited noise. It was noted that episodes of high ventricular rates and noise reversion were identified. Review of the electrograms appeared to indicate presence of both noise episodes and emi (electro-magnetic interference). Programming changes were made. The patient was discharged.